Manufacturer narrative:
The returned device was evaluated. Within a few seconds of powering on the display turned off. In addition, a watchdog alarm sounded, which would have prevented the unit from being able to engage in monitoring activities. The failure was isolated to u21 of the system board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported that when on battery power, the device powers off after about five seconds of use. It was indicated that the same issue occurs with a known-good battery and the handheld unit works fine on ac power. No consequences or impact to patient were reported.